Manufacturer narrative:
Per tandem's t:slim x2 with control-iq user guide: "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 40 mg/dl. Reportedly, customer inadvertently entered and delivered a 7 unit bolus instead of entering the intended 7 grams of carbohydrates. Treatment was administered via consumption of carbohydrates, and customer was observed for any changes. Reportedly, customer left the ER 3.5 hours later with customer in stable condition (bg 280 mg/dl).